Event description:
It was reported that the patient had three seizures in post op following a prophylactic vns generator replacement. The new generator was programmed back on in the or to the previous generator's settings. The seizures were considered unusual as the patient had not had a seizure in years. The vns was confirmed as programmed on. No settings were changed. Follow up with the patient's neurologist revealed that the increase in seizures were an increase from the pre-vns baseline. The physician believed the cause of the seizures to be related to the vns/vns surgery on a psychogenic basis. No additional relevant information has been received to date.